Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced exposure of the device. It was also reported that there was a cut of the device in two parts. It was reported that the prosthesis becomes useless for stress incontinence because cut but not removed. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. Product code and lot #? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Events associated with patient's second event reported via mw # 2210968-2022-02318. Events associated with patient's third event reported via mw # 2210968-2022-02319. Events associated with patient's fourth event reported via mw # 2210968-2022-02320.